Event description:
Hcp reports patient presented in 2006 with signs of infection including, redness, swelling and incisional wound opening. It was unk whether perioperative antibiotics were administerd. Thepatient did not have meningitis. The site of the infection was at the extension/ipg pocket. IV antibiotics were administered and the patient underwent total device system explant 2 months later. The device ws not returned to the manufacturer for analysis. The hcp reports the patiet removed their own sutures too early.the infection has reportedly resolved.